Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the system kept shutting off during surgery. The site also noted that the cable that interfaces the main cart to the camera cart was "spinning".  No known impact to patient outcome. No additional information available.  2023-sep-29 interface details update (rep): the field representative (rep) reported that when stress testing the battery in self test they did not see any abnormal behavior. When opening up a patient under the recent patient tab, the system became unresponsive for about five minutes as the system was trying to load the scans. The rep was able to move the mouse on the screen, but was unable to interact with the software. After rebooting the system and trying to load the patient again from the recent patient tab, the system pulled up the patient, but without scans or a date listed.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: serial/lot #: unknown h3) a manufacturer representative went to the site to test the navigation system. No hardware parts were replaced and the system per formed as intended.  Codes: b01, c19, d14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.